Event description:
It was reported that the "u" and "I" keys on a pump keypad are "stuck".

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. All keys performed as expected and no keys resulted in an incorrect response or double entry. During the eval, intermittent "ac unplugged", "ac plugged in" notification tones were observed while on dc power only. Review of the device history log also shows "ac unplugged" and "ac plugged in" notifications. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex, causing shorting. It is possible that the "ac unplugged" and "ac plugged in" notifications were interpreted by the user as "stuck keys". The date of event is unknown.